Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Green light flashes but no audibles are coming from the unit when on/off button is pressed.

Manufacturer narrative:
The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2012 and performed to specification up to the (B)(6) 2016. Capicator c9 was measured and found to have failed. Multiple ten-minute manual power ups in the history log had led to the depletion of the returned pad-pak, which had resulted in the device being unable to turn on, as per the reported fault. The functionality of the circuit is tested at heartsine final test. Therefore, it is concluded that the component failed after dispatch. After the c9 was replaced the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved. Green light flashes but no audibles are coming from the unit when on/off button is pressed.